Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained oversensing due to post paced t wave oversensing. Programming changes were discussed. The patient was asymptomatic.